Event description:
It was reported that during an unknown case, the device would cut but wouldn't coagulate the tissue and there was a bleeding problem. There was a lot of char but the vessels didn't seal. It was not reported how the case was completed but there was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.